Manufacturer narrative:
The returned implantable pulse generator (ipg) with model number sc-1232 and a serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing insufficient coverage of pain area due to migrated leads. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted products will not be returned.

Manufacturer narrative:
B3: exact date unknown, event occurred approximately in april 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50. Serial: (B)(6). Batch: 195479. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 510454. Product family: scs-ipg-r. Upn: m365sc11100. Model: sc-1110. Serial: (B)(6). Batch: 180059.

Event description:
It was reported that the patient was experiencing insufficient coverage of pain area due to migrated leads. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted device components will not be returned.